Event description:
Pediatric pt is a clinical trial participant in a study unrelated to the dexcom device. Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that her son had experienced a second broken sensor. (See MDR # 3004753838-2010-00129 for initial report of broken sensor on (B)(6) 2010).

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.